Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an glaucoma filtration device implant procedure, release failure occurred during insertion so that it was not implanted. The surgery was completed after changing the procedure type to trabeculectomy.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. One opened gfd handle assembly in a plastic tray, with shunt taped to tray was received for the report of release and implantation failure and trabeculectomy. The returned gfd (shunt) was visually inspected and was found to be conforming. The returned eds (express delivery system) was visually inspected and was found to be nonconforming with the wire bent under the trigger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned eds was found to be nonconforming with wire bent from the trigger previously depressed and the gfd was not returned on the eds; therefore the reported issue of failure to release and implant could not be tested and a root cause could not be determined. The manufacturer internal reference number is: (B)(4).